Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109362. D4: medical device expiration date: 31oct2025. H4: device manufacture date: 31oct2022. H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the extension set leaked at the connection site during infusion could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9265 and lot number 22109362 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked at the connection site during the priming and infusion. The following information was provided by the initial reporter: "microbore bi-fuse extension set leaked at the connection site during priming and infusion."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 19-sep-2023. H.6. Investigation summary: 1 sample received of mat# mz9265. It was reported by the customer that the extension set leaked at the connection site during infusion. Prior to functional testing the samples were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with water and attempted to be flushed by giving a pressure test. No leakage observed in pressure test. Also, the fluid pass through the sample easily. There were no leaks or connection issues witnessed during testing. No further issues were identified. The root cause for the issue reported could not be determined because the failure could not be replicated. A device history record review for model mz9265 and lot number 22109362 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31oct2022 also the searches showed that a total of(B)(4) units in 1 lot number was built on 27oct2022.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked at the connection site during the priming and infusion. The following information was provided by the initial reporter: "microbore bi-fuse extension set leaked at the connection site during priming and infusion."

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked at the connection site during the priming and infusion. The following information was provided by the initial reporter: "microbore bi-fuse extension set leaked at the connection site during priming and infusion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.